Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a severe low blood glucose while driving. This resulted in a minor accident with no injuries. The paramedics were called to assist the customer. The blood glucose reading was not reported. No further information was provided.